Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a calcium value of 1.03 mmol/l and repeated as 2.4 mmol/l. The calcium reagent lot number was 62699901, with an expiration date of 30-jun-2023.

Manufacturer narrative:
Liquid was leaking from wash station tubing. The field service engineer repaired the tubing. The issue was resolved after this action. The investigation determined the service actions resolved the issue.